Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to report his "left side of chest shaking." The patient saw the md at the clinic. He reports shaking is "more today." Additional information obtained through follow up with the physician office indicated that the patient experienced some pocket stimulation. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.